Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that they have been experiencing issues with the handset not reading the communicator for a while. The patient stated that today they got a system error 0x19d459ds. The patient also reported that they would get stuck at 90 percent when attempting to bolus. The agent walked the patient through resetting the handset and the communicator. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. The patient reported they were having a lot of difficulties this morning getting the handset and communicator to connect, even after restarting the equipment numerous times. The agent on the call had the patient close all apps on the handset and then attempt to connect. The patient saw 'communicator not found'. The patient saw that the blue light was flashing on the communicator. The agent had the patient reset the communicator, close all apps on the handset, check handset settings (mobile data was on, so that was changed to be turned off), and then attempt to connect. The patient again saw 'communicator not found'. The patient mentioned they usually went through this daily and the equipment would eventually connect, but today it wouldn't connect at all. The patient was redirected for further assistance. The patient stated 'it had been happening from the very beginning'. The patient noted that they had morphine only in their pump right now, but their healthcare provider was going to try baclofen in their pump as well on saturday. The patient later called back and stated it's taking a long time to connect to get a bolus. The patient stated they called earlier but don't think they cleared the information. The patient stated their personal therapy monitor (ptm) gets stuck at 90% when they are connecting. The patient added that they get 16 bolus a day. The agent assisted the patient with clearing the data and the ptm connected to the pump very fast with the lockout screen. The agent reviewed device function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving an unknown intrathecal drug via an implantable infusion device for complex regional pain syndrome type 1 and non-malignant pain. It was reported that the patient is programmed for 16 bolus' a day, 2 every hour, and that the patient sometimes uses all and sometimes doesn't. The patient reported having problems again with the boluses 'not going fast'. The patient confirmed a 90% lag issue, and also stated that sometimes it stops at 20 or 80. The patient also mentioned they have been getting 'device not found' or 'no response'. The patient services specialist (pss) assisted the patient with clearing data on the handset and reviewed information and best practices for communicator placement. The patient stated they have been getting the messages about no device found when they 'first open the ptm' (patient therapy monitor [app]), but this issues did not occur while on the call. The patient mentioned a time where this happened when they were out of town. The patient was recommended to follow up with their healthcare professional to further address the 'no device found' issue. The patient will monitor the lag issue and call back if further assistance is needed. It was also noted that the pss assisted the patient with correcting the time on the handset.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.